Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following a trial procedure. The patient presented to the hospital and was provided with IV antibiotics. The leads were explanted and the patient plans to be implanted with a permanent device after a complete recovery. The patient is currently recovering and there have been no reports of further complications.